Event description:
Customer reporting 3 false positive sars results (1 patient testing themselves 3 times). Customer communicated the result was confirmed negative by another brand of rapid antigen and pcr. Symptomatic status of patient is unknown. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.